Event description:
A pt reported blood glucose results of "12.6mmol/l and 9.9 mmol/l" with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.